Event description:
It was reported that bd syringe 30ml ll s/c 56 plunger was difficult to move. The following information was provided by the initial reporter: plunger cap is too large. Verbatim: customer to report quality issue. The black rubber plunger cap is to large of a diameter for the syringe, making it hard to draw and push fluids.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA not required at this time.